Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. The observation of the screw reveals a combined rupture of torsion and perforation at the birth of the screwdriver's imprint. In the absence of any information on the circumstances of the rupture of this screw and in view of the observation made on the latter, the hypotheses that may explain this case are: a pushing force was applied to the screwdriver, in addition to screwing, by the surgeon. The screw is only slightly driven by the screwdriver at the input cone, makes this area more sensitive to torsional stresses. The combined efforts of screwing and compression exerted on the tip of the screw during its insertion into the tunnel caused its rupture. The guide of the spindle is non-compliant: less than the minimum 3mm required. A spindle guide length <3mm reduces the thickness of material at the tip and reduces its resistance to the thrust and torsion forces applied to the tip via the end of the screwdriver.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Recovery of a screw in a bottle with a label stating: "breakage". No information concerning this return or the circumstances of the alleged breakage.